Manufacturer narrative:
Visual inspection: during the investigation, scratches and a deformation on the outer housing of the prosa, were determined. Permeability test: a permeability test has shown that the prosa is permeable. Computer controlled test: to investigate the claim of over- drainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The valve is tested in both the horizontal as well as the vertical positions. The results show that the prosa is operating within the accepted tolerance in the horizontal position, but not within the specified tolerances in the vertical position. An accelerated outflow of prosa could be determined. Adjustment test: the prosa valve was tested and is adjustable to all specified pressures. Braking force and brake function test: the brake functionality test has shown that the brake function is fully operational and the braking force is within the given tolerances. Internal inspection: after dismantling of the valve, deposits were found in prosa. Results: based on our investigation results, we can determine an accelerated outflow at the prosa. The deposits visible in the valve have led to the change in flow rate. The deformation detected did not affect the technical properties at the time of the investigation. Deposits caused by natural substances found in the body, such as protein, blood, or tissue particles, are among the known and unavoidable risks and side effects of hydrocephalus therapy. Even small amounts of organic deposits can impair the integrity of the valve. The examination of the returned product is complete with the preparation of this report. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.

Event description:
It was reported that a prosa (#fv701t) was implanted during a procedure performed on an unspecified date. According to the complainant, the shunt system caused an overdrainage. The patient underwent a revision procedure on an unspecified date. No patient complications were reported as a result of the revision procedure. The complained device was returned to the manufacturer for evaluation. Same event as # 3004721439-2025-00188.